Event description:
It was reported that there was a lead integrity alert for right ventricular (rv) lead oversensing of noise. The rv lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This lead was included in that field action.  Based on the information received and without the return of the product, it could not determine this lead performed as described in the field action. Concomitant products: 5554 implantable pacing lead. (B)(4).